Manufacturer narrative:
A lot history review (lhr) of rexa2052 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
When the nurse pulled out the catheter, she found that the catheter had been fractured. And then she checked the catheter and found the fracture at 6 cm in the front-end of the catheter.